Event description:
Healthcare professional reported after injection with one syringe of juvederm voluma xc in the cheeks, temples, and chin, the patient developed a 1.5 cm x 2 cm firm nodule in the chin around two months later that has been growing since it was observed. The patient was treated with vitrase three months post injection, which helped immediately, and another round of vitrase 4 days later. Symptoms are ongoing, but have improved. This is the same event and the same patient reported under MDR ID #3005113652-2014-00743 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvederm voluma xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of a hard nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The sterilization cycle is registered as conform.